Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that one electrode came back with high impedance, thus causing the oor. The cause of high impedance is unknown. It was reported the patient was reprogrammed around the bad electrode and received pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller displayed a settings not available message and the tablet displayed an out of regulation (oor) message. The rep stated that the patient had ld settings for bilateral leg pain and with a1 and a2 they are seeing settings not available when trying to increase as they need to increase the stimulation when they have severe pain. The rep said they also saw oor during the programming session with the tablet. The rep indicated the programs were at 300 pw, 50 rate at 5.4 and 6.4 ma. The active contacts included 0, 1, 2 and 4, 5, 6. The caller stated the patient said the programming felt like it did with the previous ins. The rep said impedances were tested intra-op during replacement and were "ok". The rep said the ins was charged to 70%. The rep ran impedances, checked various reference electrodes and indicated that most pairs were around 1000-1900 ohms but all pairs with contact 4 were around 40k. The rep moved programming off of contact 4 and the patient was feeling stimulation strong at 4.6 ma and no oor was present on the tablet. It was reviewed to have the patient try to increase with the controller to ensure the issue was resolved. No symptoms were reported. No further complications were reported/anticipated.